Event description:
It was reported that at a follow-up appointment this pacemaker showed five months of remaining longevity. The patient underwent device replacement on (B)(6) 2024 and on that day it was noted that longevity was three months. The device is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations.

Event description:
It was reported that at a follow-up appointment this pacemaker showed five months of remaining longevity. The patient underwent device replacement on (B)(6) 2024 and on that day it was noted that longevity was three months. The device was received for analysis. No additional adverse patient effects were reported.